Event description:
Customer reported an unspecified secondary medication was flowing freely into the primary line. No pt harm reported and no additional event info was available.

Manufacturer narrative:
(B)(4). Customer indicated product is not available for investigation. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number and failure mode reported.